Event description:
Sorin group (B)(4) received a report that the touch screen of the centrifugal pump was unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifuge pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the centrifuge pump was unresponsive during a procedure. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): 08/28/2011. (B)(4) manufactures the centrifugal pump console. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(6) field service representative was dispatched to the facility to investigate. The service representative replaced the centrifugal pump console panel and functionally tested the unit without issue. The device was returned to service. The replaced device was returned to (B)(4) for investigation. During evaluation, signs of fluid ingress were noted inside of the touch screen. This fluid ingress could have resulted in the internal damage of the circuits of the device and is likely the root cause of the reported issue. The defective touch screen was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.